Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the unit did not alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit had low o2 and was not alarming, which confirmed the original complaint issue. The underlying cause was sieve dust in the system.

Event description:
The dealer stated the unit did not alarm.